Event description:
Approx 20 minutes into cardiopulmonary bypass, high oxygenator inlet pressures were noted by the clinician. After cooling pt's blood, the oxygenator inlet pressures were noted by the clinician. After cooling pt's blood, the oxygenator was changed out in less than a two minute period. The rest of the case proceeded without incident. The clinician reported that the pt recovery was unremarkable.